Manufacturer narrative:
Initial reporter phone:(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that air was drawn from the side port through the gap with the valve. This occurred when the ablation catheter was inserted in the sheath. The issue was resolved by changing the sheath to another one. The hemostatic valve was intact. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Additional information was received on 29-mar-2022. It was reported that air was not being introduced into the patient. The physician did not perform any maneuvers to eliminate bubbles. No medical intervention was required, just the sheath was changed for another one. The patient has not exhibited any neurological symptoms since the procedure was completed. On 19-apr-2022, the device evaluation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that air was drawn from the side port through the gap with the valve. This occurred when the ablation catheter was inserted in the sheath. The issue was resolved by changing the sheath to another one. The hemostatic valve was intact. The procedure was completed without patient consequence. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo¿ sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record review was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).